Event description:
During a procedure mucosal burns were noted on right upper lip and lower lip. Upon examination, a crack was found on the protective coating of the tonsil tip. Similar burns have been reported on 3/28/94 and 4/25/94 on this same device.